Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant loosening. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7055-90, lot# i0a66, mfd. 08/07/14, expires 2019-08, UDI (B)(4); 2nd (middle): ifuse implant, p/n 7045-90, lot# 332223, mfd. 01/27/15, expires 2020-01, UDI (B)(4); 3rd (inferior): ifuse implant, p/n 7040-90, lot# 333226, mfd. 02/10/15, expires 2020-02, UDI (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2015 where three implants were placed. The patient later complained of a recurrence of pain. The surgeon believed that the implants may have been loose. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the implants and added additional hardware.